Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communication artery (pcom) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle and a non-penumbra microcatheter. During the procedure, while advancing a smart coil into the microcatheter, the physician experienced resistance. Subsequently, the smart coil would not advance through the microcatheter. Therefore, the smart coil was removed. The physician then advanced the next smart coil into the target vessel using the microcatheter and attempted to detach it using a handle; however, the smart coil failed to detach after several attempts. Therefore, the physician decided to remove the smart coil. Upon retraction, the smart coil unintentionally detached in the aneurysm. Subsequently, the physician used a non-penumbra coil to completely push the detached smart coil in the aneurysm. The procedure ended after placing the non-penumbra coil. There was no report of an adverse effect to the patient.